Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative 2018-07-05. Manufacturer representative asked if the interrupted recharging screen would cause stimulation to turn off. The representative reported that they thought that may have been the issue that caused the stimulator to turn off because the patient wasn't ending recharging session with the on-screen button but was just disconnecting the recharger. The representative stated that she told the patient to end the recharging session before unplugging the recharger and the patient has not called about stimulator turning off since that time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that the patient¿s device has shut off on them 4 times. It was noted that it shut of 3 times while running errands, and 1 time when the patient was sleeping. The rep stated that they had not met with the patient yet at the time of the report. The rep was going to call into patient services. The issue was not resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.